Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge would not snap into the metal rod on the back of the pump despite using multiple cartridges. There was no reported damage on any of the cartridges. The customer had not yet began to use the pump for insulin pump therapy. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.